Manufacturer narrative:
The investigation into the reported issue has been completed. No device was returned for evaluation. The root cause of the reported issue was most likely due to the patient condition of axillary vessel size. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a 32-year-old female patient had attempted delivery of an impella 5.5 pump for mechanical circulatory support. It was reported that the device could not be advanced due to the size of the patient's vessel. As a result, the implant was aborted and an impella cp was subsequently placed for patient support. There was no patient harm.